Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump emitted a low cartridge alarm. The patient disconnected from the pump and changed out the cartridge. The patient indicated that the pump was suspended and the patient needed assistance resuming the pump. The patient's blood glucose level reportedly rose to 568mg/dl before resuming the pump. The patient was able to correct their blood glucose level with a correction bolus. This report is being made based on the allegation that the patient experienced elevated blood glucose levels due to use error.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.